Event description:
It was reported that when using the bd pyxis¿ medflex 1000 cabinet was prompting for a password during access. However, there were no delay in patient care and no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) remoted into the system and entered the cabinet password. No issue was found. Further the customer was able to log in successfully. The login was tested twice and confirmed working. The system functioned as intended when the technical support specialist troubleshot the device.